Manufacturer narrative:
The customer reported that the gz transmitter dropped patient data and history from central nurse's station (cns) including history and alarms. No patient injury or harm were reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. The following devices were being monitored by the cns. Gz telemetry model: gz-130pa serial number:(B)(4).

Event description:
The customer reported that the gz transmitter dropped patient data and history from central nurse's station (cns) including history and alarms. No patient injury or harm were reported.

Manufacturer narrative:
Details of complaint: the customer reported that the gz transmitter dropped patient data and history from the display at the central nurse's station (cns) including alarm history. No patient harm was reported. Service requested / performed: troubleshooting. Investigation summary: the overall risk score is medium. Although the root cause as the why patients were unintentionally discharged could not be determined due to insufficient data, analysis of two events from scl health system suggests the unintentional discharge of patients on gz telemetry was possibly caused by inadvertent operation on the gz device. To prevent inadvertent operation, gz device is equipped with a screen locking function. As the issue was isolated to one hospital, and has not re-occurred, further action is not warranted at this time. As this issue has an overall risk score of medium, a CAPA is not required per corrective action and preventive action process, sop07-003. As there is no allegation that the ups's experienced any deficiencies related to the identity, quality, durability, reliability, safety, effectiveness, or performance, a CAPA is not initiated. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the cns: transmitter: model #: gz-130pa, serial #: (B)(6) . D11. The following devices were being monitored by the cns. Gz telemetry model: gz-130pa serial number: (B)(6).

Event description:
The customer reported that the gz transmitter dropped patient data and history from the display at the central nurse's station (cns) including alarm history. No patient harm was reported.